Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside of hub component. Initially, it was reported that the pentaray catheter would not advance into the vizigo¿ sheath. They tried a second vizigo¿ sheath and the issue persisted. They exchanged the pentaray catheter and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. There was no malfunction reported against the vizigo¿ sheath. The device was replaced while troubleshooting an issue; therefore, not MDR reportable. The impeded device issue against the pentaray was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2022 that the hemostatic valve was dislodged inside of hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This issue may be related to the resistance event described by the customer. A device history record evaluation was performed for the finished device number 00001930 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents catheter replacement due to system test if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).